Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the customer reported that the tube fell into the patient¿s middle ear, all six devices returned for an evaluation were unused. Therefore, it is likely that the subject device belonged to another box of devices. Due to this, the root cause of the reported event could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
A user facility reported that the surgeon did not like the arm bev vent tb flpl .045 device as the rim that held the ear tube in place was not sturdy enough. When asked further, it was stated that on one occasion in november or december of 2022, the tube had fallen into a hole in the eardrum. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
Olympus received a box of the devices, but has not yet received the complaint device. The outer box already was opened, but all the 6 sterile packets inside are brand new and still in sealed condition. Each vent tube was examined under a microscope and found no appearance abnormalities. A measurement was taken inside the tube¿s diameter by using a test caliper, reading at 1.14mm which is within the inner diameter specification. The beveled inner flange, hollow cylinder and its rims appeared to be sturdy when pressed down with tweezers. The device can stand upright firmly on either side without an issue. Based on the evaluation findings, the reported complaint was not confirmed. The device met its specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.